Event description:
It was reported that during an open gastric procedure, the cartridge could not be removed properly after the 2nd firing. When the device was opened, the cartridge came off the cartridge fork and was attaching to the anvil fork. No pieces fell into the patient. The staples were formed properly. The target tissue was regular. There was no unexpected noise. The device was not fired across an existing staple line. There was no unexpected resistance in firing. The staple height was gold. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results 100 damaged cartridge shroud the analysis found that one device was returned in good visual condition and with a cartridge reload attached to the anvil half of the device. Further analysis of the device showed that the "doghouse" component of the cartridge was damaged; causing the reload to remain stuck to the anvil half. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.